Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Isi did receive a da vinci product involved with this complaint; however, evaluation/investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported the force bipolar (fb) instrument tip was broken off during a collision with the other instrument and fell into the patient's anatomy. The broken pieces were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments and cannula were inspected prior to use with no issue. The pin gauge was used to inspect the cannula. The surgeon was grasping when the tissue when the issue occurred. There was no functionality of the instrument during the surgical procedure. The instrument collided with each other when the surgeon was trying to position the instrument, and fragments into patient during the collision. Prior to the breakage, the instruments were not removed. The fragments were retrieved with another grasper instrument. No additional surgical procedure was performed to remove the fragment. No post-operative tests were performed. The procedure was completed robotically with the same da vinci system. Besides the fragments fell into the patient, the customer stated that there was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No arcing event was observed during the instrument collision.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis testing. The instrument was found to have a broken grip tip, causing side to side misalignment of the grips. A piece approximately 0.774" was found to be broken off. The broken piece was not returned. The conductor wire was found to be broken. The instrument failed the continuity test.

Event description:
Refer to h10/h11 for follow-up information.